Manufacturer narrative:
The patient's lifevest was not returned for evaluation.biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the back therapy electrodes. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient used lotion on it given to them by the hospital. The patient's irritation healed.